Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -there was foreign material in the nozzle. -the material was black rubber pieces. -the scope was not used after the user found the clogged nozzle. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the fragments from packing of combination devices. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing after gastroscopy, the user found that the nozzle was blocked and the front section of the nozzle was warped and deformed. The user replaced the device with another device and completed the procedure. The patient was not under anesthesia. The procedure was not delayed more than 15 minutes. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the air/water channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the front part of the nozzle was warped and deformed. -air or water flow was weak or its effectiveness was not confirmed. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.